Event description:
A report was received that the patient was having difficulty charging. It was determined that the ipg was tipped in the pocket. The patient had a pocket revision. The patient is reportedly doing well.

Manufacturer narrative:
Device remains in patient. This is the final report.